Event description:
A customer reported that the incorrect assay, vitros alt mis-identified as vitros alkp, was run on multiple patient samples using a vitros 5,1 fs chemistry system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The biased patient results were initially reported out of the laboratory, however, corrected reports were issued upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the incorrect assay, vitros alt mis-identified as vitros alkp, was run on multiple patient samples using a vitros 5,1 fs chemistry system. The customer inadvertently entered vitros alkp lot number for vitros alt slide cartridge. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 5,1 fs chemistry system was operating as intended.